Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included anesthesia. On (B)(4)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / menstrual cramping"), menorrhagia ("excessive menstrual bleeding"), menstruation irregular ("irregular menstrual cycles/irregular menses"), migraine ("migraines"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), toothache ("tooth pain"), swelling face ("facial swelling"), hyperhidrosis ("excessive sweating"), myalgia ("myalgia"), arthralgia ("joint pain"), headache ("headaches"), pollakiuria ("urinary frequency"), fatigue ("fatigue"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), paraesthesia ("parasthesias in her hands"), rash ("skin rashes"), dizziness ("dizziness"), nausea ("nausea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, right salpingooophorectomy and left salpingectomy) and surgery (dilation and curettage on (B)(4)2016). Essure was removed on (B)(4)2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, weight increased, dyspareunia, alopecia, toothache, swelling face, hyperhidrosis, myalgia, arthralgia, headache, pollakiuria, fatigue, abdominal distension, feeling abnormal, paraesthesia and rash was resolving and the dizziness, nausea and menometrorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperhidrosis, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, swelling face, toothache and weight increased to be related to essure. The reporter commented: hysteroscopy on(B)(4)2016, physician suspected that the latter complaint may be a sign of uterine cancer, or a precursor to uterine cancer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2010: occlusion was viewed in both fallopian tubes further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(4)2018: consumer age updated, events dizziness, nausea and menometrorrhagia added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding / bleeding problems for 4 weeks") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. On (B)(6)2009, the patient had essure inserted under anesthesia. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / menstrual cramping / moderate to severe dysmenorrhoea"), menorrhagia ("excessive menstrual bleeding"), menstruation irregular ("irregular menstrual cycles / irregular menses"), migraine ("migraines"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), toothache ("tooth pain"), swelling face ("facial swelling"), hyperhidrosis ("excessive sweating"), myalgia ("myalgia"), arthralgia ("joint pain"), headache ("headaches"), pollakiuria ("urinary frequency"), fatigue ("fatigue"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), paraesthesia ("parasthesias in her hands"), rash ("skin rashes"), dizziness ("dizziness"), nausea ("nausea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, right salpingo-oophorectomy and left salpingectomy) and surgery (hysteroscopy/dilation and curettage on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, alopecia, toothache, swelling face, hyperhidrosis, myalgia, arthralgia, headache, pollakiuria, fatigue, abdominal distension, rash, dizziness, nausea and menometrorrhagia had resolved and the menorrhagia, migraine, weight increased, dyspareunia, feeling abnormal and paraesthesia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperhidrosis, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, swelling face, toothache and weight increased to be related to essure. The reporter commented: on or around (B)(6)2015, she presented for another routine examination, and physician suspected that the latter complaint may be a sign of uterine cancer, or a precursor to uterine cancer. After the removal of the essure device, her symptoms have resolved. Until the removal, she was provided alternative causes for her symptoms, as neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: occlusion was viewed in both fallopian tubes further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter's information was updated and a new reporter was added. Furthermore the outcome for the events "pelvic pain", "genital haemorrhage", "dysmenorrhoea", "menstruation irregular", "alopecia", "toothache", "swelling face", "hyperhidrosis", "myalgia", "arthralgia", "headache", "pollakiuria", "fatigue", "abdominal distension", "rash", "dizziness", "nausea" and "menometrorrhagia" were updated and considered as resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding / bleeding problems for 4 weeks') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included anesthesia since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / menstrual cramping / moderate to severe dysmenorrhoea"), menorrhagia ("excessive menstrual bleeding"), menstruation irregular ("irregular menstrual cycles / irregular menses"), migraine ("migraines"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), toothache ("tooth pain"), swelling face ("facial swelling"), hyperhidrosis ("excessive sweating"), myalgia ("myalgia"), arthralgia ("joint pain"), headache ("headaches"), pollakiuria ("urinary frequency"), fatigue ("fatigue"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), paraesthesia ("parasthesias in her hands"), rash ("skin rashes"), dizziness ("dizziness"), nausea ("nausea"), menometrorrhagia ("menometrorrhagia"), autoimmune disorder ("autoimmun") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy/dilation and curettage on (B)(6) 2016 and robotic-assisted laparoscopic hysterectomy, right salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, alopecia, toothache, swelling face, hyperhidrosis, myalgia, arthralgia, headache, pollakiuria, fatigue, abdominal distension, rash, dizziness, nausea and menometrorrhagia had resolved, the menorrhagia, migraine, weight increased, dyspareunia, feeling abnormal and paraesthesia was resolving and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, swelling face, toothache and weight increased to be related to essure. The reporter commented: on or around (B)(6) 2015, she presented for another routine examination, and physician suspected that the latter complaint may be a sign of uterine cancer, or a precursor to uterine cancer. After the removal of the essure device, her symptoms have resolved. Until the removal, she was provided alternative causes for her symptoms, as neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding / bleeding problems for 4 weeks') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included anesthesia since(B)(6)2009. On(B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea / menstrual cramping / moderate to severe dysmenorrhoea"), menorrhagia ("excessive menstrual bleeding"), menstruation irregular ("irregular menstrual cycles / irregular menses"), migraine ("migraines"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), toothache ("tooth pain"), swelling face ("facial swelling"), hyperhidrosis ("excessive sweating"), myalgia ("myalgia"), arthralgia ("joint pain"), headache ("headaches"), pollakiuria ("urinary frequency"), fatigue ("fatigue"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), paraesthesia ("parasthesias in her hands"), rash ("skin rashes"), dizziness ("dizziness"), nausea ("nausea"), menometrorrhagia ("menometrorrhagia"), autoimmune disorder ("autoimmun") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy/dilation and curettage on (B)(6)2016 and robotic-assisted laparoscopic hysterectomy, right salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, alopecia, toothache, swelling face, hyperhidrosis, myalgia, arthralgia, headache, pollakiuria, fatigue, abdominal distension, rash, dizziness, nausea and menometrorrhagia had resolved, the menorrhagia, migraine, weight increased, dyspareunia, feeling abnormal and paraesthesia was resolving and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, swelling face, toothache and weight increased to be related to essure. The reporter commented: on or around (B)(6)2015, she presented for another routine examination, and physician suspected that the latter complaint may be a sign of uterine cancer, or a precursor to uterine cancer. After the removal of the essure device, her symptoms have resolved. Until the removal, she was provided alternative causes for her symptoms, as neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: occlusion was viewed in both fallopian tubes. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: events- autoimmune disorder, hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding / bleeding problems for 4 weeks') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, multiparous, endometriosis externa and cyst ovary. Before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included anesthesia since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / menstrual cramping / moderate to severe dysmenorrhoea"), heavy menstrual bleeding ("excessive menstrual bleeding"), menstruation irregular ("irregular menstrual cycles / irregular menses"), migraine ("migraines"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), toothache ("tooth pain"), swelling face ("facial swelling"), hyperhidrosis ("excessive sweating"), myalgia ("myalgia"), arthralgia ("joint pain"), headache ("headaches"), pollakiuria ("urinary frequency"), fatigue ("fatigue"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), paraesthesia ("parasthesias in her hands"), rash ("skin rashes"), dizziness ("dizziness"), nausea ("nausea"), menometrorrhagia ("menometrorrhagia"), autoimmune disorder ("autoimmun") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopy/dilation and curettage on (B)(6) 2016 and robotic-assisted laparoscopic hysterectomy, right salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstruation irregular, alopecia, toothache, swelling face, hyperhidrosis, myalgia, arthralgia, headache, pollakiuria, fatigue, abdominal distension, rash, dizziness, nausea and menometrorrhagia had resolved, the heavy menstrual bleeding, migraine, weight increased, dyspareunia, feeling abnormal and paraesthesia was resolving and the autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, menometrorrhagia, menstruation irregular, migraine, myalgia, nausea, paraesthesia, pelvic pain, pollakiuria, rash, swelling face, toothache and weight increased to be related to essure. The reporter commented: left: three coils were seen. Right: one coil being shown. On or around (B)(6) 2015, she presented for another routine examination, and physician suspected that the latter complaint may be a sign of uterine cancer, or a precursor to uterine cancer. After the removal of the essure device, her symptoms have resolved. Until the removal, she was provided alternative causes for her symptoms, as neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: occlusion was viewed in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received: reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *before essure, her menstrual periods were not as heavy nor did they last as long and she had no problem with going about her daily life. Concurrent conditions included anesthesia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("excessive menstrual bleeding"), menstruation irregular ("irregular menstrual cycles/irregular menses"), migraine ("migraines"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), toothache ("tooth pain"), swelling face ("facial swelling"), hyperhidrosis ("excessive sweating"), myalgia ("myalgia"), arthralgia ("joint pain"), headache ("headaches"), pollakiuria ("urinary frequency"), fatigue ("fatigue"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), paraesthesia ("parasthesias in her hands") and rash ("skin rashes"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, right salpingooophorectomy and left salpingectomy) and surgery (dilation and curettage on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, weight increased, dyspareunia, alopecia, toothache, swelling face, hyperhidrosis, myalgia, arthralgia, headache, pollakiuria, fatigue, abdominal distension, feeling abnormal, paraesthesia and rash was resolving. The reporter considered abdominal distension, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hyperhidrosis, menorrhagia, menstruation irregular, migraine, myalgia, paraesthesia, pelvic pain, pollakiuria, rash, swelling face, toothache and weight increased to be related to essure. The reporter commented: hysteroscopy on (B)(6) 2016, physician suspected that the latter complaint may be a sign of uterine cancer, or a precursor to uterine cancer. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion was viewed in both fallopian tubes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.